Event description:
Caller reported blood glucose results of 240 mg/dl on mobile system, 86 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for compact plus system.